Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a loss of therapeutic effect. She was (B) (6) pregnant and the pain in her hips normally controlled by neurostimulation had returned. It was also reported that the implantable neurostimulator was not working. It would not hold a charge. The patient had not visited an hcp or field representative. A follow-up report will be submitted if additional information becomes available.